Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous, moderately calcified lesion in the distal left anterior descending (lad) coronary artery. Pre-dilatation was performed using a 1.5x12mm traveler balloon dilatation catheter (bdc). A 2.5x23mm xience xpedition rx stent was deployed at 10 atmospheres. Post-dilatation was performed with a 2.5x12mm nc traveler bdc, and an edge dissection was noted at the proximal end of the implanted stent. A 2.5x18mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela and no reported clinical delay in the procedure. No additional information was provided.